Manufacturer narrative:
(B)(4). The companion device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2367 (resume error, critical error found), which occurred on the homechoice during use during drain 3 of 4. The patient was connected. There was no previous alarm in the alarm log. The baxter technical service representative assisted the patient with clearing the alarm and instructed the patient to discard the supplies. The patient would discard the supplies and finish therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2367. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and could not determine what might have caused the alarm. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one companion sample in reference to the report for a system error 2367 (resume error, critical error found). There were no manufacturing abnormalities noted during visual inspection. The set was placed on a homechoice machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report of a system error 2367 (resume error, critical error found) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.